Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
During the implantation procedure, after turning the rv setscrew on this pacemaker there was no pacing or capture. Therefore, the device was not implanted. A new symphony was successfully implanted.

Event description:
Caller reported aviva blood glucose results of 449 mg/dl, 378 mg/dl 2 minutes later, 165 mg/dl 2 minutes later. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.